Manufacturer narrative:
The reported experience with the pump module programming error leading to over infusion could not be investigated further as no devices were provided for this investigation. No log files have been provided for review. Inspection could not be performed as the source device has not been returned for investigation.

Event description:
The customer reported that the nurse intended to change the ketamine vtbi to 8ml, however inadvertently changed the dose to 8mg/kg/hour which delivered the ketamine infusion at a rate of 416ml/hour for approximately 3 minutes until the IV bag was empty. Although the guardrail soft maximum limit was set at 2mg/kg/hr for ketamine, there was nothing in the all infusions report or the overrides report data that suggested that an alert or an override occurred. This programming error caused the patient to receive the ketamine infusion faster than expected, however, there was no patient harm caused by the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, it is stated that the patient was an adult patient.

Event description:
The customer reported that the nurse intended to change the ketamine vtbi to 8ml due to the IV bag being nearly empty during an infusion on an adult patient. Instead the nurse changed the dose to 8mg/kg/hour which delivered the ketamine infusion at a rate of 416ml/hour for approximately 3 minutes until the IV bag was empty. Although the guardrail soft maximum limit is set at 2mg/kg/hr for ketamine, there was nothing in the all infusions report or the overrides report data that suggest that an alert or an override occurred. This programming error caused the patient to receive the ketamine infusion faster than expected, however, there was no patient harm caused by the event.